Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed the reported difficult to remove from anatomy resulting was due to user technique. The tissue damage was a result of procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to captured difficult to remove and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtr clip delivery system (cds) was advanced to a3/p3, but the clip became caught in the chordae. It was noted that additional steering was performed while in the ventricle. Troubleshooting was performed; however, while the clip was in the inverted position, a chordal rupture occurred. The clip was freed from the chordae and grasping was successfully performed. The clip was implanted without further issues, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.